Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patient were noted in the article however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Long-term durability of posterior wall isolation using the cryoballoon in patients with persistent atrial fibrillation: a multicenter analysis of repeat catheter ablations journal of interventional cardiac electrophysiology 2020;10.1007 doi.org/10.1007/s10840-020-00887-8. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoablation. The authors discussed cases where the luminal esophageal temperature fell, and the procedure was terminated without any detectable long-term sequelae. There were patients that developed gastroparesis, groin vascular complications, pericardial effusion, persistent phrenic nerve palsy, and retroperitoneal bleed. The disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.